Event description:
It was reported that patient underwent total hip arthroplasty in 2007. Revision procedure was performed in 2008 due to acetabular loosening.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. There have been no trends identified related to this type of event. Initial information received september 12, 2008 indicated components associated with this event; subsequently medwatch report 1825034-2008-00258 & 00259 were filed. Upon receipt of information, acetabular shell component identification was not provided. On october 16, 2008, biomet received explanted components for evaluation. Acetabular component was identified as a biomet product. This report is being filed due to the eventh6 - 100 & 68 other - examination of returned device was inconclusive; unable to determine cause of acetabular loosening. No manufacturing or device anomaly was identified during evaluation or review. This report filed november 11, 2008